Manufacturer narrative:
Investigation is not completed. This report will be amended when the investigation is completed. Trends will be evaluated. Additional info has been requested. This event occurred in another country.

Event description:
Allegedly one month after the operation with conserve plus resurfacing surgery, the pt had a neck fracture of femoral head.